Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient had no sensation and no symptom relief from the por code, thus they had to go to the health care professional's office to reprogram the device. No further complications reported/anticipated.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-02067 for details pertaining to the reportable related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that a power-on reset (por) code was seen on a patient programmer, and it was noted that the patient had just had a surgery the day before. A clinician programmer was able to be used to successfully clear the por code. The healthcare provider would be reprogramming the device. There were no patient complications reported as a result of this event.